Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was below 40 mg/dl at the time of the incident. The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 40 mg/dl and the sensor glucose was 66 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 60 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. Sensor glucose and blood glucose difference was 26 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with carbohydrate. The sensor will be returned for analysis and insulin pump will not be returned for analysis.